Event description:
A health professional from (B)(6) called to return an explanted lap-band tubing that was removed and replaced, because of inability to aspirate and "a kink in the tubing" was confirmed by x-ray. The explanted device was returned and the device analysis is in progress.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."